Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue. Reportedly, the pump started beeping at random until the pump was rebooted. The reporter stated that there was no power issue and the pump was intact without evidence of moisture inside. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/13/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found software testing related call service alarm on the complaint date. On investigation, the pump powered up and functioned properly. The auditory feature was fully operational, sound volume was within specifications, and it did not emit alarms at random. The reported auditory issue was not duplicated during the investigation.